Event description:
New information received noted the patient right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right ventricular (rv) lead had over-sensed resulting in pacing inhibition. The rv lead was elected to be capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.